Event description:
It was observed that during the device evaluation, the duodenovideoscope's knob wire had a cut with a bent part. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and g2 (inadvertently selected healthcare professional). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the wire was cut due to fatigue fracture due to repeated forceps lifting operation, and the k wire was raised due to repeated brushing cleaning around the forceps lifting table / insertion and removal of the tip cover. The event can be detected/prevented by following the instructions for use which state: evis exera tjf type 160r operation manual chapter 3 preparation and inspection detection method is described. Olympus will continue to monitor field performance for this device.